Event description:
The customer reported the system had poor image quality. The images were distorted. A pt was involved but not injured. They were able to complete the case.

Manufacturer narrative:
The ge service rep troubleshot the system and reseated all workstation pcbs and checked power supplies. The problem still intermittently surfaced, problem most likely caused by image processor pcb. New ip on order. He replaced the ip, tested system, system now functions correctly.